Manufacturer narrative:
The incident meets criteria for MDR reporting on the basis of the reporting precedence established for this product family for stent fracture/breakage regardless of the patient outcome. This complaint is related to a resonance stent set. The specific rpn and lot number of the device involved have not been provided. The device has not been returned for evaluation to date; and no further information has been provided therefore a document based investigation was completed. The customer complaint has been confirmed based on customer testimony. A photograph of the complaint device was provided. From analysing the photo, it appears that the internal wire was broken, possibly by exerting excessive force during removal from the patient. Under normal circumstances the force required to break this wire would be quite high. It was noted in the complaint information provided that at the time of removal of the stent the stent had been indwelling for 5 years after initial placement. As per the ¿warnings¿ section of the 'instructions for use' that accompanies this device: "these stents are not intended as permanent indwelling devices. The stent must not remain indwelling more than twelve (12) months." As the stent was left indwelling for five years the most probable root cause was that the stent may have weakened. More force than usual was most likely required to remove the stent resulting in the stent uncoiling, however the cause of the complaint could not be conclusively determined. Prior to distribution all resonance stent sets and devices are subjected to visual inspection and functional checks to ensure device integrity. The instructions for use also includes the following statement: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered¿. As noted in the instructions for use ¿potential adverse events¿ section ¿ potential adverse events associated with indwelling ureteral stents include: "stent degradation/fracture." Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
(B)(4). Stent came apart upon removal.

Manufacturer narrative:
The incident meets criteria for MDR reporting on the basis of the reporting precedence established for this product family for stent fracture/breakage regardless of the patient outcome. 2 x resonance stents ((B)(4)) with unknown lot numbers were returned to cook (B)(4) for evaluation. On inspection of the first returned device, stent breakage was noted close to one of the pigtail ends and a section of coils were stretched. It was noted that stent breakage occurred during stent removal with forceps or snare (scoring marks clearly visible on the stent where it broke) using excessive force, causing the internal safety wire to break and stent coils to stretch. The second returned device was fully examined and no issues or defects were noted. As the exact usage conditions could not be replicated in the laboratory setting it was determined based on the information, images provided and evaluation of the device, that the damage to the stent can be attributed to the use of excessive force during stent removal with forceps or snare. However, a definitive cause of this complaint could not be determined. The customer complaint was confirmed as the device in question was returned with a section of the pigtail tip and piece of the inner safety wire broken off. Prior to distribution all resonance stent sets ((B)(4)) and devices are subjected to visual inspection and functional checks to ensure device integrity. It was also noted in the complaint, that at the time of removal of the stent, the device had been indwelling for 5 years after initial placement. As the stent was left indwelling for more than five years, the most probable root cause was that the stent may have weakened and more force than usual was needed to remove the stent and during the removal attempt, resulting in the stent breaking. From analysing the photo provided and lab evaluation of the returned devices, it appears that the internal wire was broken by exerting excessive force during removal from the patient. Under normal circumstances the force needed to break this wire would be quite high. The instructions for use warns against this in the ¿instructions for use¿ section: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered¿. As per the instructions for use (IFU) the¿ intended use¿ is for the ¿temporary stenting of the ureter;¿ as per the ¿warnings¿ section of the IFU these stents are not intended as permanent indwelling devices. The stent must not remain indwelling more than twelve (12) months.¿ as noted in 'potential adverse events¿ section of the IFU ¿ potential adverse events associated with indwelling ureteral stents include: stent degradation/fracture. The manufacturing records of the device involved in this complaint could not be reviewed as the lot numbers of the complaint devices were not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt of and subsequent evaluation of the device involved in this event. Initial event description submitted as follows: stent came apart upon removal.

Manufacturer narrative:
The incident meets criteria for MDR reporting on the basis of the reporting precedence established for this product family for stent fracture/breakage regardless of the patient outcome.

Event description:
Stent came apart upon removal.